Event description:
Customer reported an abo discrepancy on galileo on a donor sample. With the forward abo assay, the sample typed as o, rh positive. The donor is known to be a positive. The sample was repeated using the abo rh assay and the forward abo assays, and the expected results were observed. No actual test results were reported, the event occurred during instrument training.

Manufacturer narrative:
This is a new instrument undergoing validation at the facility. The customer stated that the sample appeared to be typed as on 'o' based on visual inspection of the instrument image. The tube method testing resulted in positive (4+) forward type and positive (4+) reverse type. Sample was not returned for investigation testing. After reviewing the instrument images and reactions from the tube method testing, it is possible the donor could be a subgroup of a. The galileo operator manual states that forward only abo-rh testing has a higher likelihood of mistypes due to the absence of reverse type results.